Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported does not alarm upstream occlusion which was confirmed during evaluation. The cause was determined to be the ultrasonic readings out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not alarm upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.